Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no issues with the soft cannula that would contribute to dislodging of the cannula. The exact cause of the reported dislodging could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: bp1a.250405.007.b1. Smartphone hardware: pixel 7 cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to 534 mg/dl, while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged. As treatment, the patient gave a correction bolus and changed out the pod.